Manufacturer narrative:
Section b3: date of event is estimated. The event of a pocket revision was reported to abbott. The patient was having pain/discomfort at the ipg site. The patient's ipg was repositioned. Therapy restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that experienced pain/discomfort at ipg site after weight loss. Surgical intervention was undertaken on (B)(6)2024 wherein the ipg was repositioned and moved up about 4 inches. Therapy was restored post-op.